Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using the pre-close technique via a large-bore sheath hole prior to an interventional impella procedure. Reportedly, there was no flow noted at the marker lumen, however, arterial blood flow was noted out of the guide wire exit port. Another prostyle was used but the same occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction was not confirmed as the returned device was successfully flushed during returned device analysis. The reported ¿arterial blood flow was noted out of the guide wire exit port¿ was confirmed based on the observed missing seal valve. Production record and corrective and preventive actions (CAPA) reviews were performed and indicated a potential product quality issue. Any indication of a lot specific product quality issue will be addressed within the CAPA. The reported marker lumen blockage (no blood flow coming from the marker lumen) appears to be related to under insertion of the device. The subsequent treatment appears to be related to procedure circumstance. The reported ¿arterial blood flow was noted out of the guide wire exit port¿ was concluded to be related to a potential product quality issue due to the observed missing seal valve. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.